Event description:
The user facility reported that a guide wire was being exchanged when it became "stuck" in the micro-guide catheter during a procedure. Communication with the user facility confirmed the following: the finecross micro-guide catheter was being inserted through a guiding sheath when the physician decided to exchange the guide wire; the guide wire became "stuck" in the micro-guide catheter so the physician removed both devices together from within the guiding catheter; at some later time after removal of both devices from the procedure, the physician continued to pull until the wire was removed from the finecross device; after removal, it was noted that the finecross catheter had become damaged with a portion of the "lining" remaining on the wire; and there was no reported effect on the patient since the both the guide wire and the micro-guide catheter never exited the distal end of the guiding sheath and the complete devices were removed from the guiding sheath prior to the continued attempts to separate them.

Manufacturer narrative:
The micro-guide catheter along with the guide wire that were used during the event were returned to the manufacturing facility for evaluation. Visual inspection of the returned sample confirmed the following: the micro-guide catheter shaft had been fractured with a portion of the inner tube and braiding wire remaining attached to the guide wire; a thrombus was found to be adhered between the inner tube of the micro-guide catheter and the guide wire; and magnified visual inspection revealed that the catheter tubing had been elongated prior to separation. Although the cause cannot be definitively determined, the description of the event and appearance of the involved sample are consistent with damage from attempting to withdraw the guide wire from the micro-guide catheter device against resistance. A review of the device history record confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot has not been reported previously. The device labeling does address the potential for such an event with statements in the warnings / precautions section of the instructions-for-use that inappropriate manipulation of the micro-guide catheter under certain conditions may result in damage and/or separation of the product. Specifically, the IFU states: advancing / withdrawing the product over a guide wire with residual blood on its surface or a guide wire which is not fully wet may result in separation or break of the product;" and "if any resistance is felt, stop the manipulation and remove the product together with the guide wire in order to avoid separation or break of the product." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).